Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Medwatch report stated: " while pump was controlling modules that were infusing flush into arterial line and ra lines, 'system failure' alarmed when on and pump turned off." There was no report of patient harm or medical intervention. Although requested, no additional information was provided.